Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. During a surgery for aortic valve replacement and annuloplasty of mitral valve, the patient received 2 inappropriate shocks and 1 inappropriate atp while under anesthesia. The investigator reported that the crt-d was not disabled during the surgery and detected the electrical cauterization signal as ventricular flutter. No actions were taken.